Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Olympus medical systems corp.(omsc) could not evaluate the subject device, because the subject device was not returned to omsc. Omsc confirmed the specification of EU-me2, and found that us1d00 is the error code indicating failure to read the system setting files. Omsc checked the device history record of the subject device, and there was no irregularity found. Based on these investigation results and contents of report, omsc surmised that this phenomenon was caused by any malfunction of internal ssd. Malfunction of ssd might have been caused by the following factors. - the user facility turned off the subject device while the subject device was accessing the ssd. - the user facility removed the portable memory (maj-1925) that was connected to the subject device while the subject device was accessing the ssd. The EU-me2 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following information on february 15th 2017. - when the user facility turned on the subject device, the subject device displayed error code (us1d00). As a result of additional survey to the user facility, olympus was informed the following information on march 7th 2017. - the intended procedure was bronchus biopsy sample. - the phenomenon occurred during the procedure. - when the phenomenon occurred, the user facility replaced the subject device with the spare EU-me1, and completed the procedure. - there was no report of the patient¿s injury regarding this event.